Event description:
This is filed to the report clip opened while establishing final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat grade 3-4 degenerative mitral regurgitation (mr). The clip failed establishing final arm angle (efaa) prior to release. The clip was closed a quarter turn further than initially closed and attempted a second efaa, which also failed. The clip was unlocked, opened to approximately 90 degrees, relocked and closed. A third efaa was attempted and failed. The clip was removed with no reported issue. Another clip was inserted and deployed with no reported issue reducing mr to grade 2. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).